Event description:
On march 11, 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the one touch ultra meter has a power issue (meter does not turn on). On march 31, 2008, this medical affairs specialist contacted the reporter to obtain/clarify more info. However, the reporter provided limited info in regards to the event. The pt tests her blood glucose once per day and takes oral medication to treat her diabetes. After the reported issue began in 2008, the pt reportedly had symptoms described as "sweat, dizzy, and sleepy." The reporter does not know whether the symptoms the pt experienced that day was because of her diabetes or her high blood pressure. The pt did not test with another device. The pt did not take any action in regards to diabetes treatment and did not receive any medical intervention because of the reported issue. It would have been helpful to obtain the following info: time and date of food and diabetes medication intake prior to the symptoms, any recent changes to diabetes medication regimen, last test results that were obtained on the lfs meter, and how the symptoms abated. During troubleshooting, the customer care advocate verified that the lfs meter neither turns on with the button and the test strip inserted into the meter. The battery was changed per the owner's manual but the reported issue was not resolved. This complaint is being reported because the reporter claimed the pt had symptoms that can be associated with severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.